Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain. On 10/19/1999, the user facility returned the device to the MFR for disposal. An analysis was completed and follow-up with the pt's hcp was performed. The hcp stated the pt was no longer seen in follow-up; however, hcp stated the device had been explanted 1999 by another hcp after the pump rotor was found to be stopped on x-ray. The pt underwent implantation of another synchromed pump at that time.